Event description:
A report was received stating that the tracheostomy tube cuff was unable to be inflated. The reporter alleged that as a result, the pt "coded" and required CPR. Further info has been requested regarding this event and the reported device involvement. No further info has been received. No permanent adverse effects to pt were reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the eval.